Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that 47 months post implant of a bifurcated device and an infrarenal aortic extension, an unknown endoleak was identified. Reportedly, 6 months post-implant, an additional aortic extension (suprarenal) was implanted. The patient was continued to be seen for follow up and a recent computed tomography scan revealed an endoleak, which the physician believed to be due to component separation between the bifurcated device and the last implanted aortic extension. An additional infrarenal aortic extension was implanted, but the endoleak appeared unchanged. At that point the physician thought it could possibly be a different type of endoleak, maybe coming from a lumbar artery or from the top of the suprarenal aortic extension. The procedure was concluded and the physician elected to monitor the patient and will reassess the course of action.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and procedural images were provided for clinical assessment and reviewed by an internal clinical specialist with the following impression: there was suboptimal medical documentation and images available for review. Product use might have been incongruent with the IFU and sizing recommendations due to: the aortic extension and bifurcated device implanted were the same diameter; mural thrombus; patent ima and lumbar arteries; moderately severe calcifications at the neck and iliacs; the patient's advanced age as it related to tolerating contrasted surveillance. These findings, and given the longevity of the device, presumed negative aortic remodeling might have contributed to the event. There was substantial radiological evidence to support type ii endoleak from two sources: ima and lumbar, and stent collapse just above the bifurcation. The report of an endoleak type I and iii were substantiated, but not observed radiographically. An unknown endoleak, in addition to an endoleak type ii, best describes the reported event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be conclusively determined for this event; however, disease progression and negative aortic remodeling are likely factors.